Event description:
Consumer reported complaint for high, low and erratic blood glucose test results. The customer is concerned with test results from results obtained of 105, 78, 96, 102 and 132 mg/dl. The customer¿s expected am fasting blood glucose test result is 90 mg/dl. The customer feels well and did not report any symptoms. Customer stated due to the blood glucose test results obtained he had contacted his doctor on (B)(6)2024; doctor had advised the customer to contact manufacturer for a replacement. During the call, a back-to-back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 03/19/2026 and open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 99 mg/dl, date: (B)(6), time: 7:42 am fasting, result 2: 105 mg/dl , date: (B)(6), time: 7:41 am fasting , result 3: 78 mg/dl, date: (B)(6), time: 11:00 am fasting , result 4: 96 mg/dl , date: (B)(6), time: 7:28 am fasting , result 5: 102 mg/dl , date: (B)(6), time: 7:26 am fasting , result 6: 132 mg/dl , date: (B)(6), time: 7:23 am fasting. .

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 18-dec-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 06-feb-2025: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Most likely underlying root cause: mlc-020: user's test strip had poor storage.